Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "yesterday in the operating theatre we encountered a problem with the packaging of a midline catheter. The end of the catheter was protruding from the tray and was located at the packaging seal. The catheter has not been used." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter out of the kit tray was determined to be inconclusive. The product returned for evaluation was a 4fr single lumen powermidline kit tray. The kit tray was returned opened. The stylet was removed from the catheter. Inspection of the catheter and heat seal around the tray did not reveal any damage. Due to the open state of the package and the manipulation of the catheter, it could not be determined when or how the catheter was protruding out of the tray. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported, "yesterday in the operating theatre we encountered a problem with the packaging of a midline catheter. The end of the catheter was protruding from the tray and was located at the packaging seal. The catheter has not been used." No other information was provided.